Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were closing partially or they were scissoring. Some of the clips did not clamp onto the tissue. They fell into the patient. The surgeon fired a total of 13 clips to get 6 clips that actually formed. The procedure was completed with the same device; it just took more firing than normal. No patient impact reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.